Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer advised they changed out their infusion set to resolve the no delivery issue. Customer declined to troubleshoot for high blood glucose levels. The product was not returned for analysis.